Manufacturer narrative:
Additional devices implanted and/or related to this event: pxa260300/8195583 and pxc161200/7702096. The review of the mfg paperwork verified that these lots met all pre-release specifications. Refer to field for the results of the imaging evaluation. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images dated (B)(6) 203, revealed a proximal type I endoleak, a possible distal type I endoleak, and a dissection proximal to the excluder device which is causing lack of circumferential device apposition to the aortic wall. It is unk whether the dissection was present prior to the procedure on (B)(6) 2010. Additional images showed the device did not land in healthy aorta I post op images. On (B)(6) 2013, the pt was implanted with an additional gore excluder aaa endoprosthesis contralateral leg component (pxc201000/9684669) to treat the endoleak. During the procedure, a final angiographic run reportedly revealed a "late-filling blush". The physician indicated the contrast seen was confirmation of a type ii endoleak originating from lumbar arteries. The procedure was concluded without complication, and the pt tolerated the procedure. The physician will continue to monitor the type ii endoleak and decided whether to re-intervene at a later date.